Manufacturer narrative:
An event regarding a disassembly issue for a cup impactor bolt from an associated shell was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: the device was visually unremarkable. Functional analysis: the returned bolt was successfully assembled and disassembled with no resistance to a trident shell (catalog 500-03-52d). Therefore, the reported event could not be replicated. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other similar events for the reported lot. Conclusions: the event was not confirmed. It has been confirmed that this event is within the scope of an existing CAPA opened exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from cup.

Event description:
The thread in bolt was hand screwed into the real tritanium solid back cup. It was then attached to the direct superior curved black handle inserter. Introduced into the acetabulum. Impacted with a mallet in standard fashion. Black handle magnetic inserter was removed leaving the screw in bolt still attached to the real cup that was impacted into the acetabulum. The black handled articulating bolt driver was then introduced into the hip and placed on the screw in bolt. After trying to unscrew the bolt from the cup, it got stuck and had to remove the entire cup and try again. It took tremendous force to get the bolt unscrewed on the back table. We repeated the process and it got stuck once again. I had to open up the same size cup in a cluster shell and try it again along with a new bolt. We eventually got it to work and we proceeded with the case.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The thread in bolt was hand screwed into the real tritanium solid back cup. It was then attached to the direct superior curved black handle inserter. Introduced into the acetabulum. Impacted with a mallet in standard fashion. Black handle magnetic inserter was removed leaving the screw in bolt still attached to the real cup that was impacted into the acetabulum. The black handled articulating bolt driver was then introduced into the hip and placed on the screw in bolt. After trying to unscrew the bolt from the cup, it got stuck and had to remove the entire cup and try again. It took tremendous force to get the bolt unscrewed on the back table. We repeated the process and it got stuck once again. I had to open up the same size cup in a cluster shell and try it again along with a new bolt. We eventually got it to work and we proceeded with the case.